Event description:
It was reported that (1) device was used during a nissen procedure. It was reported by the rep that the sw100 instrument was used. Postoperatively the nissen wraps have come untied (sutures failed to hold).